Event description:
The reporter stated the surgeon implanted a micl 12.6mm implantable collamer lens in the pt's left eye on (B)(6) 2007. An anterior cataract was observed on (B)(6) 2011. No further info.

Manufacturer narrative:
(B)(4). Method - lens work order search, medical review. Result - a lens work order search was performed and two similar complaints were found within the same work order. Medical review - the icl is indicated in pts 21-45 years of age. There is a much greater risk of cataract in pts over 45 years of age post icl implantation. The pt in this case is over 45 years of age. Anterior subcapsular cataract is a labeled complication in the implantation of an icl. Cataract extraction may be necessary if vision is compromised, to preclude increase in severity of the condition. If the condition is non-progressive, the surgeon may opt to leave the icl, especially when there is no decrease in visual acuity. In the us FDA clinical trials, approx 6% to 7% of eyes developed anterior subcapsular opacities at 7 years following icl implantation, but only 1% - 2% progressed to clinically significant cataract during the same period. Cataract extraction was performed in these cases and visual outcome was good. Conclusions - (no conclusion can be drawn): based on the complaint history, work order search and medical review, a specific root cause of the event could not be determined. (B)(4).